Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the main board. Unit was tested to factory's specifications.